Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a port placement procedure, the port and catheter connection was so loose and allegedly dislodged. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one bardport MRI implantable port, one catheter with a loaded cath-lock and other kit components were returned for evaluation. Gross visual, microscopic and tactile evaluations were performed. The port stem was noted to be missing from the port body as a complete circumferential break was noted at the port stem area. The detached port stem segment was not returned. A partial compound break was noted on the catheter approximately 1.1cm from the proximal end. The edges of the complete circumferential break on the port stem area were noted to be jagged. The surface was noted to be granular throughout. The edges of the partial compound break on the catheter were noted to be jagged. The surface was noted to be granular on both regions. The manufacturing site evaluation states, visual inspection of the images showed an implantable powerport for MRI and a catheter as the main components to be evaluated. A first inspection showed that the stem was completely fractured, the stem was not visible in the images, no puncture accesses were observed through the septum of the port. A closer view showed a catheter fracture approximately 1.1 cm from the proximal end, no residues of use were observed, no other abnormalities. Therefore, the investigation is confirmed for the identified fracture and material separation issues. However, the investigation is inconclusive for the reported disconnection and detachment issues as the exact circumstance at the time of the reported event was unknown. The definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a port placement procedure, the port and catheter connection was so loose and allegedly dislodged. The procedure was completed using another device. There was no patient contact.